Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection identified a cut in the tubing. Pressure testing and clear passage testing was performed and the device operated within specification; however, during functional leak testing a leak was found from the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a puncture was observed in the tubing of a continu-flo solution set. The reporter stated that a new line was being primed when the end of the IV tubing clipped into the roller clamp. When the tubing was removed from the roller clamp, a puncture was observed. There was no patient involvement. No additional information is available.